Event description:
It was reported through a research study identifying 125 abbott tendril and isoflex leads that exhibited at least one of the following events: over-sensing of noise, increased capture threshold, decreased sensing, high impedance, and low impedance and addressed by surgical revision. Specific patient information is documented as unknown. Details are listed in the study, titled: parkash, r, md, msc, et al, electrical lead anomalies in a population-based cohort from 2012-2019 (2021).